Event description:
Trocar broke during laparoscopic gastric bypass. A part remained in abdominal cavity. Add'l surgery fifteen days later for abdominal peritonitis. Broken piece of trocar retrieved. Laparotomy with drainage of intra-abdominal abcesses performed, along with tube gastrostomy and debridement of foraminous exudate. Unknown whether piece of trocar caused or contributed to pt's condition.